Manufacturer narrative:
Reference record (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that the patient's stoma site had been inflamed for about 3 weeks. The patient was seen by a physician who prescribed a 10 day course of oral amoxicillin with clavulanic acid. The inflammation had improved, but it is still present. At the time of report, the inflammation was approximately 2 cm to 3 cm in size, reddened and oozing. The patient had attempts to keep the wound dry with compresses.